Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014. PMA/510(k) is unknown.

Event description:
It was reported that the patient presented for a routine device check. The patient has not had a device check since august of 2019. It was noted that there was an atrial lead patient alert for low impedance, atrial noise reversions and several ams episodes. Egms showed noise on atrial lead. The noise was easily reproduced with patient movement and pocket manipulation. The patient has had no symptoms and feels great. The lead was reprogrammed. The patient was discharged.